Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, interrogation revealed inappropriate therapies due to atrial lead noise. Lead damage was suspected and the lead was capped. A new lead was implanted and the patient is in good condition.